Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no endoscopic image on media recorder via system integration endoalpha. A root cause could not be definitively identified. However, based on the investigation results, it is likely that the reported loss of video output to the image management hub was due to a cabling issue within the system integration network, leading to a loss of video signal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed no video output to the image management hub. The issue was found during inspection for use. There were no reports of patient involvement.